Manufacturer narrative:
The reported communication anomaly was verified. Analysis found no communication could be established between the device and the programmer upon interrogation. Under microscopic inspection, a crack was observed. A jumper was connected across the crack, and the device was re-interrogated on the bench and tested on the automated electrical system. No other anomalies were detected.

Event description:
It was reported that the device could not be interrogated with the programmer. The last device check was in (B) (6) 2009. The patient did not report receiving any shocks since last check. The device was explanted and replaced.